Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed and could not confirm reported allegation. Visual inspection indicated that dried blood was noted in the lumen at the tip region. There was no blockage in lead lumen and it then passed all other tests.

Event description:
Boston scientific received information that this left ventricular (lv) lead was attempted as the lead was unable to track 0.014 wire due to patient anatomy. The physician opted to use another lead and was successful. This lv lead was never in service. No adverse patient effects were reported.